Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was on a backup plan and was no longer using his insulin pump because the drive support cap was not staying. He was using duct tape and cardboard to keep the drive support cap inside the insulin pump. Customer's blood glucose level was 300 mg/dl. The insulin pump also alarmed motor error. The insulin pump was lost for about three years. The device was not returned.